Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 23-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. A compressed area was observed at the distal end of the microcatheter. The concomitant stent component was found detached inside the luer hub of the microcatheter. A functional test was performed. A lab sample guidewire was introduced through the luer hub and advanced until it reached the distal end of the microcatheter. The area where the compressed section was observed prevented the guidewire from advancing further. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The reported issue documented in the complaint was confirmed during the functional evaluation of the microcatheter. According to the risk documentation, the inability to deliver the therapeutic device or track the guidewire to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31338511) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation and warning: ¿ remove catheter and inspect to verify that it is undamaged. ¿ do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9020403) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31338511) and the stent was released in the microcatheter hub. The stent body was prematurely separated from the delivery wire. The physician removed both devices from the patient¿s anatomy and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 27-nov-2024, additional information was received. Per the information, the procedure was targeting an aneurysm on the internal carotid artery (ica). Aside from the premature detachment, the stent / stent delivery did not appear damage when the system was removed from the patient. The replacement stent was a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) ¿due to back up reasons.¿ the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The additional confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31338511) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.